Event description:
The operator of an advia centaur xp instrument observed smoke emitting from the analyzer. The customer powered the instrument down. There were no reports of adverse health consequences due to the smoke emitted from the instrument.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument, the fse installed a new power supply and checked voltages. The fse performed a daily cleaning procedure and re-suspended and loaded reagents. Calibration and quality controls were run and the instrument is operational. The cause of smoke being emitted from the instrument was a malfunction of the power supply. The instrument is performing according to specifications. No further evaluation of the device is required.